Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a proximal right coronary artery. A 4.5 x 8mm nc traveler was used for post-dilatation. However, the balloon ruptured on the first inflation at 3-4 atmospheres. Another device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.